Event description:
It was reported that there was fluid flow from a minicap transfer set with the twist clamp closed. The leakage was at the ¿rotary tap.¿ this occurred during training for peritoneal dialysis therapy. The transfer set had been in use for six days and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter address and postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.